Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their ins was turned off. The patient said that yesterday they started to feel like a vibration "in my, in the area" and it got really intense, and then it would quit and then it would come up again and then it would quit then it completely quit. Patient said that when they got home, they tried to connect to their ins but nothing came up. Patient said they got a message "device could not be found". The patient said they don't have the external device with them as of now as they were not home. Agent reviewed eos and redirected the patient to their healthcare provider (hcp). Agent also advised the patient to call back to confirm the message they saw.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.